Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. E1: phone # (B)(6).

Event description:
As reported, while using the 5fr 110cm super torque marking pig catheter, two of the sizing rings on the catheters moved. One of which stayed on the catheter the other could not be located after the procedure. The catheter separated and broke off with part remaining in vessel. The piece was removed using a snare. The sizing ring moved prior to the measurement. This occurred during a leg procedure. There was no damage noted to the packaging of the device. No anomalies were observed when the device was taken out of the package, and no difficulties were experienced during preparation. The device will be returned for evaluation.

Manufacturer narrative:
As reported, while using the 5fr 110cm super torque marking pig catheter, two of the sizing rings on the catheters moved. One of which stayed on the catheter the other could not be located after the procedure. The catheter separated and broke off with part remaining in vessel. The piece was removed using a snare; however, the ring was not removed from the patient. The procedure was completed using the same catheter. The patient was reported to be ambulatory the following day. The sizing ring moved prior to the measurement. The procedure performed was a vascular intervention involving the legs. There was no damage noted to the packaging of the device. No anomalies were observed when the device was taken out of the package, and no difficulties were experienced during preparation. There was no damage to the packaging, and the product was stored in a cabinet. No anomalies were noted upon removal from the package. The device was prepped per the instructions for use (IFU) without difficulty. No resistance or friction was encountered while advancing the catheter through the sheath, no excess force was used, and there was no difficulty tracking through the vasculature. The device was not returned for analysis. A product history record (phr) review of lot 18293553 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿marker band (supertorque mb) ¿ dislodged and catheter (body/shaft) ¿ separated¿ could not be substantiated because the device was not returned and images were not provided. Therefore, the exact cause of the event cannot be determined and use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque® mb angiographic catheter positioning under high quality fluoroscopic observation.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, while using the 5fr 110cm super torque marking pig catheter, two of the sizing rings on the catheters moved. One of which stayed on the catheter the other could not be located after the procedure. The catheter separated and broke off with part remaining in vessel. The piece was removed using a snare; however, the ring was not removed from the patient. The procedure was completed using the same catheter. The patient was reported to be ambulatory the following day. The sizing ring moved prior to the measurement. The procedure performed was a vascular intervention involving the legs. There was no damage noted to the packaging of the device. No anomalies were observed when the device was taken out of the package, and no difficulties were experienced during preparation. There was no damage to the packaging, and the product was stored in a cabinet. No anomalies were noted upon removal from the package. The device was prepped per the instructions for use (IFU) without difficulty. No resistance or friction was encountered while advancing the catheter through the sheath, no excess force was used, and there was no difficulty tracking through the vasculature. The device is not being returned for analysis.